Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error while attempting to load a cartridge onto the pump. The customer successfully loaded a new cartridge onto the pump during troubleshooting with tandem technical support. In addition, the customer stated the pump battery was observed to be depleting quickly. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge error malfunction was verified. The alleged battery malfunction could not be verified.